Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The patient was pacemaker dependent. The product was explanted and placed externally and a temporary lead was implanted for pacing support while the patient was treated with antibiotics.

Manufacturer narrative:
The product was subsequently explanted and replaced with a permanent system one week later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.